Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3: reference MFR. Report#:1627487-2017-03373, reference MFR. Report#:1627487-2017-03374. It was reported the patient suffered an accident where the ipg was caught on the edge while walking around a corner. The patient stated afterward the event, the ipg was unable to communicate with the external devices (reference MFR. Report#: 1627487-2017-03327). Fluoroscopy confirmed the leads have pulled from the ipg header. Surgical intervention may be taken to address the issue.

Event description:
Device 3 of 3, reference MFR. Report#:1627487-2017-03373. Reference MFR. Report#:1627487-2017-03374. Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective stimulation was restored following the procedure.

Manufacturer narrative:
(B)(6).

Event description:
Device 3 of 3, reference MFR. Report#:1627487-2017-03373. Reference MFR. Report#:1627487-2017-03374.